Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because the nurse reported a break in aseptic technique by the patient. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.

Event description:
On (B)(6) 2012, product surveillance contacted the home patient (hp) regarding an unrelated issue. During the conversation, the following information was reported. On (B)(6) 2012, the patient was admitted to the hospital for peritonitis. Since then, therapy had been going well. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) regarding the peritonitis event. The following information was reported. On an unreported date, the patient began peritoneal dialysis (pd) therapy. On an unreported date, the patient experienced a possible breach in technique. On (B)(6) 2012, the patient was diagnosed with peritonitis and hospitalized for the event. Treatment was unknown. It was unknown if the patient remained hospitalized. Pd therapy was ongoing. Outcome of the peritonitis was unknown. The nurse stated she had not seen the patient since he went into the hospital, therefore retraining on aseptic technique had not yet been performed. Per the pdrn, the peritonitis was unrelated to any baxter solutions, disposables or device. Global pharmacovigilance provided additional information regarding the peritonitis event. On (B)(6) 2012, the patient's sister contacted home care services and reported the following information. On (B)(6) 2012, the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was admitted to the hospital for the event. The cause of peritonitis was unknown. At the time of this report, the patient remained hospitalized in the intensive care unit and the peritonitis had not resolved. The patient's sister declined to provide further details regarding the event and did not want the patient's nurse contacted for further information.